Event description:
It was reported that the customer was hospitalized for high blood glucose of 721mg/dl. It was stated that the customer was involved in a vehicle accident and he was the driver. It was stated that the customer was not using the insulin pump while being in the hosp. It was stated that the customer needed to change her basal rates per doctor's instructions. Assisted with programming the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.